Manufacturer narrative:
The provided log files were analyzed. The user's observation of an unexpected battery capacity loss could be confirmed. Investigation revealed that a non-specified unexpected reduction of battery capacity occurred when using the ps500 with fw1.49 and battery characteristics 01052 which resulted in a shortened battery operating time. Battery-related alarms were not being posted as the actual battery characteristic differed considerably from the battery model. If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. After replacement of the batteries the device was checked and found to be fine, what includes the alarm functions. A fsca has been initiated and already reported. The herein included safety note was published which the user was aware of. Although the customer was aware about that safety note, the device was not made available for batteries replacement.

Event description:
The customer reported that while transporting a patient with the v500 ventilator, the ventilator shut down (while running on battery power). The customer did not recall seeing or hearing an alarm before the ventilator shut down. No patient injury resulted.